Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose up to 500 mg/dl after a recent cartridge change on the ilet, with the caregiver noting moderate to large ketones and that the user disconnected and administered 10 units via mdi; the user reported no adverse effects and no need for third-party or medical assistance. Symptoms included elevated blood glucose and ketonuria. Outcomes included self-management without hospitalization or emergency care. Investigation included troubleshooting and education with confirmation of supply replacement planning and verification of shipping details. Investigation of this case revealed the cause of the hyperglycemia was unclear, with proper cartridge filling, rewinding, and insertion steps reported. It was concluded that no device malfunction could be confirmed and the cause of the event remained undetermined.